Manufacturer narrative:
(B)(4). The pump passed the self test and the displacement test. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.